Event description:
A nurse reported that the phacoemulsification tip tighten issue as the handpiece was not undertaking sculp or quadrant removal during surgery. Handpiece did function after tighten with spanner. The procedure type was unknown. There was no report of patient harm.

Manufacturer narrative:
This report originally filed as 2523835-2024-00994. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.